Manufacturer narrative:
MDR made in error with incorrect reportability rationale.

Event description:
Error.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by customer that when using primary IV tubing, it is starting to turn colors on the chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.